Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, a myxomatous valve, a long posterior leaflet, and a flail. An xtw clip was inserted and deployed on the mitral valve. However, shortly after deployment, the clip opened to roughly 30 degrees. It was noted the clip remained stable on the leaflets and mr was reduce to grade of 1-2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported clip opening while locked appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿five (5) fluoroscopic videos of the reported device were provided. Based on constant location / orientation of other non-abbott devices in view (forceps, tee probe, pacemaker leads) the first four videos were taken from the same vantage point and provide a stationary view of the cds and clip. The first video ("img_0023") the clip can be seen in the fully closed position (~10°) per the instructions for use and attached to the l-lock shaft of the delivery catheter (dc) indicating the video was taken during efaa check (before lock line removal) during the deployment sequence, prior to mechanical separation of the clip from the l-lock shaft. The second video ("img_0024") was taken during active separation of the clip from the l-lock shaft. The video was assessed frame-by-frame to determine if there was a change in the clip arm angle during this maneuver. Snapshots of the video were taken during the progression of the video and clip detachment. In these snapshots, the tip-to-tip distances were evaluated and compared using a simplistic, geometric technique by placing a line of the same exact size (datum) at the same relative location on the tips of the clip (central and most distal point). While this method is not an exact measurement, it will give a general idea if/when the clip arm angle changed; if the datum line matches the tip-to-tip distance, it can be assumed no significant change in arm angle occurred. Positioning of each snapshot was adjusted and rotated, as needed, to position the clip arm tips on the same axis of the datum line; this is to account for device movement that occurs in video, resulting in different relative positions of the clip in each snapshot. Figure 1 provides snapshots taken sequentially from video "img_0024" during the moments immediately before, during, and immediately after clip detachment from the l-lock shaft. The yellow datum reference line is overlayed on each snapshot and aligns at the same relative location on the tips of the clip, indicating no significant change in clip arm angle occurred. Figure 2 provides additional snapshots taken sequentially during l-lock retraction away from the clip. In the first snapshot there is notable clip rotation (likely due to cardiac rhythm) which resulted in a larger tip-to-tip distance (denoted with orange line) compared to snapshots in figure 1. However, as the l-lock is retracted further in the next two snapshots, the clip rotates back and matches the tip-to-tip distance to figure 1 (denoted by yellow datum reference line). Figure 3 provides sequential snapshots taken from the third and fourth videos, "img_0025" and "img_0026", in which the clip position relative to the observer impacts the perceived arm angle. It is important to note that these videos are both taken from the same vantage point as the first two videos (no change in viewing angle), and any clip rotation observed in these videos is from true movement of the clip within the anatomy rather than from a change in perspective from adjusting the fluoroscopy c-arm. This demonstrates how the viewing angle of the observer can affect the perceived clip arm angle. The more angulated the clip arms are to the observer the smaller the clip arm angle appears. As the clip rotates and the clip arms become more visible, the clip arm angle appears to be come larger. The last video ("img_0027") was taken from a different vantage point, as the positioning of the tee probe and pacing leads has change, as compared to the other four videos. This changes the viewing angle of the clip such that the clip arm plane is less angulated and more visible to the observer. The tip-to-tip distance in figure 3 is the largest, as compared to the other four videos. When assessing the state of the clip in all five videos, and taking into consideration the effects viewing angle has on perceived clip arm angle, the clip appears to have been deployed (detached from l-lock shaft) at ~20° based on assessments in figure 1 and figure 2. The clip arms do present with a consistently larger tip-to-tip distance in figure 3 and figure 4, indicating some opening has occurred. The clip arm angle in the fifth / final video appears to be ~30°, indicating a potential angle change of ~10° post deployment. The angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed. While some opening (~10°) likely occurred, the amount of perceived clip arm opening was likely exacerbated by the movement of the clip and final change in the viewing angle, as seen in the last video.¿